Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no information reported that indicated a causal relationship between peritoneal dialysis and use of fresenius products and the patient¿s cardiac arrest and death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s cardiac arrest and death and the peritoneal dialysis treatment and fresenius products.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient expired on (B)(6) 2017 due to cardiac arrest during continuous cycler-assisted peritoneal dialysis (ccpd) treatment. The pd nurse reported that it was unknown how long the patient was expired when found. The pd nurse stated that the patient was supposed to be on the drug heparin; however it was unclear if the patient was actually using the heparin at the time of death. The pd nurse reported that the death was due to cardiac arrest during peritoneal dialysis treatment. The physician stated that the patient expired at home due to cardiac reasons and was not caused by the cycler.

Manufacturer narrative:
There is no information reported that indicated a causal relationship between peritoneal dialysis and use of fresenius products and the patient¿s cardiac arrest and death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s cardiac arrest and death and the peritoneal dialysis treatment and fresenius products.

Event description:
The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient was found expired while connected to the cycler during peritoneal dialysis therapy on (B)(6) 2017. The pd nurse reported that it was unknown how long the patient was expired when found. The pd nurse stated that the patient was supposed to be on the drug heparin; however it was unclear if the patient was actually using the heparin at the time of death. The pd nurse reported that the death was due to cardiac arrest during peritoneal dialysis treatment. The physician stated that the patient expired at home due to cardiac reasons and was not caused by the cycler, however requested additional testing on the cycler. The death certificate reported the primary cause of death as sudden cardiac death and the secondary cause as end stage renal disease.